Event description:
It was reported that the patient was experiencing prolonged ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned due to the physicians preference.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.